Event description:
It was reported that during a biopsy procedure, the device failed to release the sample. There was no reported patient injury.

Manufacturer narrative:
A device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum gun was visually inspected upon receipt, and it was found to be in good overall condition. The device was functionally tested and failed the tests as gun primed and fired with lots of resistance due to the very dry gun identified during evaluation. Additionally, gun would not secure into force test fixture for measuring sled force. One of the external screws was loose upon arrival. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device failed to release the sample and the investigation is determined to be confirmed for the identified gun primed and fired with lots of resistance. The root cause for the reported device failed to release the sample cannot be determined as the problem could not be reproduced. The root cause for the identified gun primed and fired with lots of resistance was determined to be the very dry gun identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 01/2023).